Event description:
It was reported that a customer experienced a cracked and shattered touchscreen on their pump, rendering it unresponsive. The customer declined to answer if their blood glucose level had exceeded 500 mg/dl, so the impact was unknown. Cts arranged for a replacement pump and confirmed the customer's shipping address. To ensure continuous insulin delivery, the customer planned to use manual daily injections as a backup therapy. The caller was also instructed on how to put the pump into storage mode and return the defective pump using a pre-paid label, which they understood and acknowledged.